Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that the patient was on program a for the two weeks prior to (B)(6) 2016 and she couldn't change out of that program to anything else. The patient wanted to speak with her manufacturer representative. The patient used to have other programs available but now she only had program a. It was noted that the patient was angry and combative.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.